Manufacturer narrative:
Continuation of d10: product ID: harmony-25; product lot/serial number: (B)(6); product type: heart valves; implant date: n/a; explant date: n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter pulmonary valve implant procedure involving the harmony system, valve struts 1 and 2 did not catch and seat properly at the chokepoint, resulting in the valve being too low for deployment. Consequently, one recapture was performed using the delivery catheter system (dcs). However, valve strut 1 was unable to be recaptured due to kinks in the dcs created during the recapture attempt. The issue occurred while pulling the valve back from the left pulmonary artery into the main pulmonary artery, and the patient's anatomy was noted as a contributing factor to the event. Ultimately, the valve system was successfully withdrawn, and a second harmony valve system was used for implant without issues. A procedural delay of approximately 1.5 hours occurred as a result of the positioning difficulties/recapture issues.